Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn 1700 analyzer has generated a low hgb result on a patient sample. The initial result was < 6.0 (5.8 g/dl). The sample was tested multiple times and the hgb results were 9.7, 8.9 and 9.9 g/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). (The calibration on the analyzer was due). The customer later reported having performed (B)(4) study, which was acceptable. The customer was to calibrate the instrument, as calibration was almost due and then perform correlation studies with the cell-dyn sapphire. On (B)(6) 2010, the customer reported having completed calibration and running correlation studies between two instruments. The customer was not sure whether the correlation studies were correct. The customer requested for the customer technical advocate to review the results. On (B)(6) 2010, the cta informed the customer that the correlation samples and comparison were reasonable. The cta informed the customer that it was the laboratory decision to determine how much difference would be correct for results from instrument to instrument. The cta informed the customer that the two instruments ran a little different for each parameter and each instrument had different normal ranges. The cta informed the customer that to get better correlation, instrument to instrument calibration needed to be performed. The customer stated that correlations were acceptable. Quality controls and backgrounds were within instrument specifications. The customer stated that no further assistance was required. The issue was resolved after calibrating the instrument. The cell-dyn 1700 system operators manual, under section 10: troubleshooting and diagnostics, provides basic troubleshooting information for problem identification, isolation, and corrective action. Instructions for obtaining technical assistance are included as well. Section 6: calibration procedures, takes the operator step by step through the calibration process. It discusses calibration materials, guidelines, methods, including troubleshooting procedures and corrective action. Based on the investigation, no product issue was identified for the cell-dyn 1700 related to the reported issue.

Event description:
The account later stated the results stated in the initial MDR were incorrect and stated that the first run produced r2 flagging (hgb result of 6.4 g/dl); the sample was retested and the result was discrepant (hgb result of 5.8 g/dl). The account then tested the sample on a cell-dyn sapphire and obtained a hgb result of 7.5 g/dl, this was the result reported out to the physician. There was no adverse impact to patient management reported.